Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was moved to a new location. No device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing tenderness at the ipg site. It was also noted that the patients ipg had malfunctioned. The patient will undergo an ipg revision procedure.

Event description:
A report was received that the patient was experiencing tenderness at the ipg site. It was also noted that the patients ipg had malfunctioned. The patient will undergo an ipg revision procedure.